Event description:
It was reported that the elective replacement indicator (eri) of the device had been triggered in just over 2 years and did not meet the customer's expectations. The device will be explanted and replaced, however it currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri) with a device alert on (B)(6) 2013. Concomitant medical products: product ID 419678 implantable pacing lead, implanted: (B)(6) 2011, product ID 507645 implantable pacing lead, implanted: (B)(6) 2011, product ID 693558 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).